Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer is replacing the front case due the power on button not working. The part was also reported to be smashed and in pieces.